Manufacturer narrative:
During a site visit by the field service engineer (fse) the analyzer was inspected and discovered that leakage occurred from a clogged sample wash cup which caused short circuit damage and charring to the card cage connector. All parts were replaced by the fse which resolved the issue. A review of the service history for the architect (B)(4) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the architect i2000sr. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and contains adequate information on electrical safety, troubleshooting, removal and replacement of the parts. The charring observed was limited to the connector and the damage did not spread to other parts of the instrument. Based on the investigation, no product deficiency was identified.

Event description:
Report of the card cage connector on the architect i2000sr was charred. No reported impact to patient management or user safety was reported.